Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for evaluation. A picture was provided that confirmed the lid is broken off at the hinges. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lid fractured when the product fell on the ground. There was no battery inside. The event did not happen during surgery. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.